Event description:
It was reported, that the subject device had a cut in the cable, during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image; camera failure; scope mount malfunction; corrosion of the scope mount; corrosion of the free-lock lever; and debris on the main body. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the malfunctions were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.